Event description:
It was reported to st. Jude medical that the patient was seen at the end of august when the device was at eri. When pt was seen again, the battery voltage had reached eos (2.2v). The ICD was explanted and returned for analysis.